Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports linked to mfg report number: 3013886523-2026-00132. (Patient #1) a facility reported a microsensor (ID (B)(4)) was placed on an unknown date between (B)(6) 2026. After implantation, the sensor displayed a ¿microsensor or cable failure¿ error message. Multiple monitors and cables were used, along with two different microsensors. Due to the error, the sensor was removed and replaced on an unknown date between (B)(6) 2026. According to information provided, there was surgical delay; however, it is unknown for how long. Additional information: - was the integra/codman icp monitor connected to a patient monitor: "yes". A. If yes, provide patient monitor make & model: "cerelink".